Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was noted that the pacemaker exhibited far p-wave oversensing which triggered an inappropriate automatic mode switch. Programming changes were made. The patient was stable and would continue to be monitored.

Manufacturer narrative:
Correction: updating h6.